Manufacturer narrative:
Patient weight is unknown. (B)(4) (cut wire appeared active/hot without engaging the generator). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the device was inserted down the endoscope and positioned at the papilla. However, when attempting to perform the sphincterotomy the ultratome would not bow properly. In addition, the physician reported that the ultratome cut wire seemed to be active and hot without the generator being engaged. The procedure was completed with another ultratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.